Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s battery was dead and insulin pump did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose level was 167 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no off no power alert or blank display noted.